Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one resolute onyx rx coronary drug eluting stent, the device detached, cracked, or fractured during delivery through the vessel. The detached portion of the device does not remain in the patient and the device was removed in the conventional manner. The device was not inspected. The device was not kinked and re-straightened during use. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The lesion being treated was non-tortuous, severely calcified and located in the proximal left main (lm) coronary artery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: the stent did not detach in two pieces. It was stated that the distal part of the stent began to separate from the balloon. The fractured portion of the device does not remain in the patient. It was possible to extract the stent on the same device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one still image was received for analysis. The image depicts the distal section of a resolute onyx device. Deformation is evident to the proximal stent with struts lifted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.